Event description:
It was reported that the patient experienced a pericardial effusion during the implant procedure. The implantable pulse generator (ipg) remains in use. The patient is a participant in the clinical study- (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.